Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information became available that this device was explanted.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that the latitude home monitoring system detected an out of range impedance measurement for this device system. To date, no adverse patient effects were reported with this clinical observation.

Event description:
New information became available that not only was the pacing impedances out of range, but there was evidence of noise as well.